Event description:
It was reported to philips that the device has a damaged etco2 dust cover. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated device and confirmed the damaged etco2 dust cover. The device needs an etco2 dusk cover. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the etco2 dusk cover requires replacement. It was replaced. The device passed testing and was put back into service.